Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and non-calcified vessel in the upper limb. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, a pinhole rupture was noted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. Blood was visible within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. A balloon pinhole leak was identified 20mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and non-calcified vessel in the upper limb. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, a pinhole rupture was noted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.